Manufacturer narrative:
The investigation into the hemolysis and the stroke/cva issues has been completed since the original report was submitted. The device was not returned for investigation. Based on clinical description, the root cause of hemolysis was most likely due to patient condition. As this clinical information was not provided, the true root cause of the stroke/cva could not be determined.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections h1 and h6.

Event description:
The user facility reported a 65-year-old male with acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient experienced multiple complications. Four days into support, the patient developed hemolysis. It was determined that there was insufficient volume in the left ventricle requiring routine volume to be added. Due to the patient's overall condition, a do not attempt resuscitation (dnar) status was applied, and volume stopped being given. The hemolysis persisted. The same day, the patient developed a cerebral hemorrhage (and the relationship between impella pump and cerebral hemorrhage is unknown). It was noted because active treatment was discontinued and volume loading was not performed, venoarterial extra corporeal membrane oxygenation was no longer available. The following day, the patient died due to lack of circulation. The relationship between cerebral hemorrhage and death is unknown. The cause of death is unknown as well.

Manufacturer narrative:
The impella device was discarded by the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can catheter blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿